Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024, the AED was placed into service without pads attached. The device detected the missing pads and initiated alerts by flashing the red asi indicator and emitting an audible chirp. These alerts continued until (B)(6) 2025, when pads were installed. On (B)(6) 2025 the AED began to flash and chirp as a result of a weekly self test. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.